Event description:
A bipap a40 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the third party service center, a ventilator inoperative error code was found in the device's error log. There is no documentation stated on a root cause or necessary component replacement. The service technician states that the printed circuit assembly (pca) board does not need to be replaced. No foam particles were found during the evaluation. No repairs were performed. The device will be scrapped per the customer's request.